Event description:
The reporter stated that she did back to back blood glucose tests in a fasting state, within 10 minutes, using separate finger sticks. Her results were 264 and 180 mg/dl she did not have any symptoms. During troubleshooting, she reported that her test strips were expired, and she did not have any control solution for testing. On follow-up, she reported that her most recent results were 159 and 164 mg/dl on back to back tests.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8